Event description:
It was reported by the customer that a pyxis medbank system cannot issue medication. The customer reported that the system was unable to add medication to the patient's orders and cannot dispense the item. The medication name was lorazepam. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that system was unable to add medication to the patient's orders and cannot dispense the item. A technical support specialist determined that the override category was classified as general and that the item was under high alert. He recommended customer to make the necessary corrections. The system functioned as intended after the technical support specialist troubleshooted the device.

Manufacturer narrative:
Section d4- updated serial number & primary unique device identifier(UDI) number section h4- updated device manufacturer date